Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not reproduced the reported issue. He checked the pump and found that the fan of the pump was completely obstructed by dust. The technician cleaned the pump and put it back into service. The most likely root cause is an overheating of internal electronics components caused by the presence of too much dust on the cooling fan of the pump.

Event description:
Livanova (B)(4) received a report that a motor control failure error message had occurred on the s5 mast roller pump. There was no report of patient injury.